Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician noted "a larger than normal divot" after removal of the polyp and chose to place a clip at the post polypectomy bleed site. The resolution clip device was advanced to the target tissue, and then the clip assembly was locked and deployed by the nurse, but it failed to release from the delivery catheter. The physician pulled the locked clip assembly from the mucosa, and then the device was withdrawn from the patient through the scope. The procedure was continued and completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.